Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: mdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that an autocap rx was used in bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2024, for the treatment of biliary obstruction. During the procedure, the yellow sponge came out on top of the autocap locking device. The sponge was not pushed inside the scope. The procedure was completed using another of the same device. There was no patient complication as a result of this event.